Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown head, unk. Unk, unknown stem, unk. Unk, unknown cup, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06079, 0001822565 - 2017 - 06080, 0001822565 - 2017 - 06081.

Event description:
It was reported that a patient was treated for a staph aureaus infection. No revision was performed. The patient was treated with prolonged antibiotics. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00771301200 modular femoral stem press-fit plasma sprayed cementless size 12.5 lot unk; 00784804301 modular neck j2 12/14 neck taper use with +0 heads only lot unk. Reported event was confirmed with the provided op notes. The patient did have a staph aureus infection and was treated with prolonged antibiotics. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.